Event description:
A peritoneal dialysis patient has reported that dialysis solution was leaking out of the cassette and into the cycler. Patient was in drain four of five. Upon removing the tubing set, moisture was found inside the cycler. The origin of the leak. Patient had no ill effects sample is available.